Manufacturer narrative:
Concomitant product: product ID: addr01, ipg, implanted: (B)(6) 2014.

Event description:
It was reported that lead warnings and polarity switches had triggered due to extremely low impedance readings on the right atrial (ra) lead. In addition, the device was observed pacing below the lower reasonable limit due to the low atrial impedance. Reprogramming was performed, and the ra lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.